Manufacturer narrative:
UDI: (B)(4). Incomplete. The lot number was unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
This report is being filed after the review of a clinical research report from (B)(6) for clinical evidence on safety and performance of a milagro advance screw 9x23mm implant device where a patient required re-operation approximately six months after original for removal of broken screw. The current status of the patient was unknown. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the intial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary:the complaint device is not being returned; the availability of the device is unknown, therefore unavailable for a physical evaluation. No additional information could be requested as the associate contact or patient details were not available. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. Since no lot number was provided, a manufacturing record evaluation or sterile load review could not be conducted. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.